Event description:
New information notes that the patient received inappropriate anti-tachycardia pacing (atp) therapy on (B)(6) 2020. The patient experienced dizziness and pre-syncope unrelated to the atp. The symptoms were due to intermittent vertigo and amaurosis fugax.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with dizziness and pre-syncope in (B)(6) 2019. It was noted that the patient experienced tachycardia and received anti-tachycardia pacing (atp). No intervention was reported. The patient condition was unknown.